Manufacturer narrative:
Further investigation was not required as the device has not been retuned for analysis.

Event description:
It was reported that an inappropriate backup reset with no backup defibrillation therapy was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the backup reset was magnetic resonance imaging (mr) related due to lack of proper set up of MRI procedure by the physician. The issue could not be resolved. The patient was pending explant. The patient was set to travel to his home country where the explant would most likely be occur. The patient was stable.